Event description:
Reporter indicated that vns pt developed an infection post-implant. It was reported that the pt's device was programmed to on by neurologist approx two weeks post-implant and that the pt awoke the next day to find the generator incision site swollen. Treating neurologist indicated that the pt was being treated with antibiotics for infection by the implanting surgeon and that fluid had been aspirated from the site on two occasions.